Manufacturer narrative:
Unable to prime during prime alarm test due to faulty sensor resistor. Pump passed displacement and basic occlusion test. No motor error alarms noted. Motor tested ok. Cracked reservoir tube lip and minor scratches on display window noted during visual inspection. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.